Manufacturer narrative:
Date sent to FDA: 3/1/2021. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-01032021-0000905227 submitted for adverse event which occurred on (B)(6) 2018. Mwr-01032021-0000905228 submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2016 and mesh was implanted. It was reported that the patient had a removal surgery on (B)(6) 2018. It was reported that the patient underwent hernia repair procedure on (B)(6) 2019. It was reported the patient experienced pain recurrence, adhesions, mesh erosion and bowel obstruction. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/4/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.